Manufacturer narrative:
Updated fields:b4,b5,e2,e3,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,health effect ¿ clinical code,health effect ¿ impact codes),h11 it was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. There was no harm reported. A getinge field service engineer evaluated the device and could not replicate the issue. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm.there was no harm reported.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm.